Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colono videoscope was reading an error. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6 and h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue in channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the error is due to a faulty charged-coupled device and the cause of the white residue could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.